Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the driveline disconnection was able to be confirmed. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 8 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). No external power alarms were active on (B)(6) 2023 from 06:20:54 ¿ 06:20:59. The alarms were consistent with a loss of ac power to the mpu. The backup battery was able to provide power to the system during the event. The alarms cleared once power was restored. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on (B)(6) 2023 stated the ac power cord did not come loose from the back of the unit nor the outlet, and there were no environmental circumstances that would have caused a loss of power to the home. The mpu will not be exchanged or returning. Additional information provided on (B)(6) 2023 stated the serial number of the mpu is unknown and it is unknown if the mpu has a v-lock connector. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records for the mpu were unable to be reviewed due to the serial number being unknown. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Log files were submitted for review. The log file contained low battery hazard events and no external power events while connected to the mobile power unit (mpu). During that time the system controller switched appropriately to ebb power. These events appeared to resolve once ac power was completely restored to the mpu. It noted that the family reported the ac power cord had not come loose at the wall outlet or from the back of the unit. No environmental circumstances were reported that could have affected ac power at the time of the event and the mpu was not removed from service.